Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was cracked from screen and wraps around to top edge, damage to screen and random unexplained no delivery alerts not due site change. The insulin pump will not be returned for analysis.